Manufacturer narrative:
Date of event: unknown. Initial reporter last name: (B)(6); a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 11 pn 32g 4mm 5b xtw easyflow la experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: the patient contacted us to report a possible quality deviation in the bd ultra-fine 4mm easy flow needles (lot: 0091882; manufacture: 04/2020; validity: 03/2025). He reports that he recently started to use insulin, around 15 days ago and is using bd ultra-fine needles, but in this batch, 10 needles caused the following quality deviation: insulin ejection is not occurring, ¿it seems to be harder for press the insulin pen and make the application, nothing comes out," mentioned the client. The patient underwent the flow test and no ejection occurred. Do not reuse needles. Requested product replacement. Regarding the pen getting hard when pressing during the application, he reports that he noticed it when trying to apply the medicine with one of the needles.